Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement

Event description:
During an atrial fibrillation procedure with a therapy cool flex ablation catheter, a steam pop occurred resulting in a pericardial effusion. While ablating on the atrial ridge, a steam pop occurred resulting in a pericardial effusion. An ice catheter was used to confirm the pericardial effusion and a pericardiocentesis was performed. The patient continued to bleed and was transferred to surgery where a thoracotomy was performed to repair the cardiac perforation. The patient has recovered in good condition.